Event description:
Initial result for a pt cea was <0.2 ng/ml. When repeated, the result was 4.91 ng/ml. The field service rep found that a bent mixing paddle was producing foam which caused the discrepant results. He repaired the analyzer by replacing the mixing paddle.